Event description:
It was reported that an alarm was heard by the patient, and telemetry confirmed a critical alarm ¿stopped pump may exceed tube set¿ occurred on (B)(6) 2013. The pump logs stated the pump was updated on (B)(6) 2013 at 12:01 and 12:26. A second set of logs were incomplete. The caller stated she programmed the patient¿s pump that day and only did one update. The session report was reviewed, which indicated the pump was last updated on (B)(6) 2013 at 12:01 and was in simple continuous. The caller looked back to files in the print manager and could only find one session report for the patient. After the pump was interrogated on the date of the report, the pump was in stopped pump mode. It was explained to the caller that it seemed the pump started to get a second update that may have been interrupted; therefore, the pump infusion mode defaulted to stopped pump. The caller was going to update the infusion mode. The pump was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient¿s pump was replaced the week prior to the report due to repeatedly going into tube set. The exact date of the replacement was not provided. The healthcare provider (hcp) stated that a motor stall had occurred and the tube set was due to the motor stall. The caller stated that they didn¿t know what the problem was with the motor stall and she had actually restarted he pump 3 times. The doctor then decided to replace the pump.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 8590-1, lot# n195143, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).